Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient complained of blurred vision med range. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as mechanical defect causing dimish vision. Additional information has been requested, received and stated the lens was exchanged for a non-company lens. The patient was happy with outcome after exchange with no further impact.